Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2013; 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing possibly contributing to premature event termination. Additionally, it was reported that there was a possible beat of ventricular lead undersensing on a stored electrogram (egm). The ra lead and left ventricular (lv) lead remain in use. No patient complications have been reported as a result of this event.